Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broke while in use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: I turned in 4 or 5 defective instruments. None of which caused any problems to the patient, they just broke or didn¿t work during the procedure. No case they were being used in, dr. Or patient info is attached by design.